Event description:
Device 2 of 3. Reference MFR report: 3006705815-2019-01043. Reference MFR report: 1627487-2019-03632.

Manufacturer narrative:
Concomitant medical products: model 3186, scs lead and model 3660, scs ipg therapy dates: unknown date, issue started shortly after implant. Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3: reference MFR report: 3006705815-2019-01043, reference MFR report: 1627487-2019-03632. It was reported the patient¿s original pain was heightened post implant even with the device off. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the entire scs system was explanted. Reportedly, patient is doing well post procedure.

Event description:
Device 2 of 3. Reference MFR report: 3006705815-2019-01043; reference MFR report: 1627487-2019-03632.